Event description:
It was reported that a homechoice device experienced a system error 2267 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during fill four of seven of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient had disconnected twice during therapy without the use of a flexicap. The technical services representative reviewed proper procedures with the caregiver and assisted the caregiver to clear the alarm and end therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Improper disconnection and reconnection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.